Event description:
The customer reported that following a ptca procedure on 7/10/2000, a vasoseal was deployed. Following deployment 90 seconds of occlusive and 10 minutes of non-occlusive pressure were held. Then bleeding and a hematoma occurred. Occlusive pressure was held again for another 20 minutes and a pressure bandage was applied. The pt developed a large hematoma, pseudoaneurysm, and av fistula. A femo-stop was used to control the bleeding. The pt was being monitored to see if the av fistula would resolve on its own. No further info was available at the time of the report. It was noted that the pt's anatomy was different than normal and the vein was above the artery. It was thought that possibly the stick was through the vein to the artery and that the vein and not the artery was sealed with the collagen.

Event description:
Since the time of the initial medwatch report, the pt has had vascular repair and is in satisfactory condition.